Event description:
Additional information received from the spouse of the patient reported that the patient is experiencing dizzyness, and are inquiring to meet with someone who has an advanced knowledge of programming the implant.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# va0vb1t, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturing representative that the patient had double vision and gait issues when stimulation was turned on. The patient was difficult to program and their health care provider (hcp) had been trying to program around the side effects. Different programming options included trying various electrodes, pulse width, rate, voltage, and bipolar electrode configurations. The patient was still undergoing programming changes and it was unknown if the issue was resolved. No surgical intervention had occurred. The patient did have some form of cancer and they were on dialysis. Additional information received from a manufacturing representative reported the patient was still going through programming changes and they still experienced side effects of right leg dyskinesia and gait issues. An MRI was done to confirm lead placement. The patient's health care provider (hcp) reviewed the MRI and determined the leads were in a good place. The hcp suggested programming changes for six months before considering a revision. A second hcp who reviewed the MRI said the lead was 1 mm off and programming should continue. The patient was frustrated and they thought they should be perfectly normal. A consumer later reported the patient was still experiencing symptoms with deep brain stimulator turned on. There was a loss of stimulation; patient had been implanted for tremor but had not had optimal results. The patient was referred to a neurologist and had been working with programmer there. On (B)(6) 2015 the patient had started having symptoms, symptoms were for a medical placement and included dizziness, oscillopsia, eye bounce, double vision and eyelid apraxia. The patient needed an experienced programmer for a complicated case. The patient had not found anyone that could help and was working with a new programmer who was not doing any better. There was no one to do programming for patient. Patient had been referred to other doctors. For 6 months now the patient had not been getting better. It was noted that this was too much to expect a patient to do. Leads look in the right place. They had not found any programming solutions yet. Tremor was controlled but other side effects persisted. They will not turn off stimulator because tremor was too severe. They felt deep brain stimulation was horrible and many doctors have looked at images and feel placement was adequate. Additional information was received from a health care provider (hcp) and a patient. It was reported that the patient experienced the dizziness since implantation, but only when stimulation is turned on. It was also noted that the patient has a history of lymphoma and renal failure and the hcps managing those conditions believe the implantable neurostimulator (ins) is causing the dizziness. However, when stimulation is turned off, the dizziness did not subside, but the patient's tremor would worsen. The patient has had an MRI performed and has several neurosurgeons look at the patient's lead placement. One of the neurosurgeons stated placement was too medial while another stated it was too posterior; programming was attempted to resolve this issue but was unsuccessful because as one symptom was resolved, another would appear or get worse. The current hcp confirmed the lead is place in stn. It was later stated that following multiple programming sessions, the hcp found settings that minimize the dizziness, but offer less tremor control. It was also noted that the patient has had trouble with the settings on his device. Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that after the patient was implanted, he went for a walk. Within minutes of going for a walk, the patient's leg "pitched way off to the outside, then up, then out; the patient's wife thought he had a stroke. The patient called the health care provider (hcp) an was instructed to turn the stimulation off and come into the office. When the patient was in the hcp's office, it was discovered that the implant procedure did not go perfect well; one of the leads may have been off a little, but could be programmed around. It was stated that the reported problems were only on the patient's right side and due to non-optimal placement. It was also reported that the previously reported side effects began occurring within 3 hours of turning the stimulation on. The patient also experienced frequent falls that are life changing as the patient developed a big scab and bumps on his head. Slurring, shuffling, exhaustion, and cognitive issues were also reported; the patient "was a zombie". The patient was frequently seeing a hcp for reprogramming to attempt to resolve the reported issues. Please see report number 3004209178-2016-20350.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.